Event description:
Complainant alleged that before use, a shutdown dialouge box keeps appeared on the screen automatically. Complainant indicated that there was no patient involvement in the reported issue.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation. G4. PMA/510(k)# - the device is a similar device marketed in foreign countries and is not marketed under the 510(k).

Manufacturer narrative:
H2: the device and logs were not returned to zoll for evaluation. However, a video of the reported event was provided, and the reported issue is visible in the video. Despite this, we cannot determine the root cause based solely on the video footage. Therefore, the claim will be closed based on observations from the customer-provided data. If the device or additional information is received later, the claim will be reopened and updated accordingly. G1: contact information was updated.